Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The event was not considered to be device related. The heartmate 3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on (B)(6) 2020: the cause of death was believed to be right heart failure.